Manufacturer narrative:
As reported, about 2 months post implant of galaflex 3d, patient had bilateral incisional wound dehiscence thereby underwent explant. Based on the information available, no conclusions can be made as to the degree to which the device may have caused or contributed to the patient¿s reported postoperative course. Wound dehiscence is known inherent risk of the surgery and listed as a possible complication in the adverse reaction section of the instructions for use (IFU). This MDR is submitted to represents the galaflex 3d (device #2) and an another MDR is submitted to represents galaflex 3d (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a bilateral mastopexy procedure with breast implants and galaflex 3d (device #1 & device #2) on (B)(6) 2024. It was reported that the patient was experienced bilateral incisional wound dehiscence thereby underwent removal of the implants and galaflex 3d bilaterally on (B)(6) 2024. About 4 months later, patient underwent another breast implant procedure on (B)(6) 2024 using the implants only and is doing well. This file will reflect device #2.